Manufacturer narrative:
(B)(4) - the associated devices were returned and evaluated. The visual inspection of the returned devices resemble typical explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab performed an analysis with the following results: signs of wear were visible on the articulating surface of the polyethylene insert. Burnishing was visible on the non-articulating surface of the insert. Bone attachment was observed on the porous fixation surfaces of the femoral component. Based on the analysis performed, the exact cause of the reported loosening of the femoral component was not able to be determined. Our investigation did not determine the specific cause of the damage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient suffer from implant movement/migration.